Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user did not insert code key. Manufacturer contacted customer within 24 hours call;customer still experiencing shakiness, customer is following doctor's indications with diet low in carbohydrate to reduce the glucose level, customer feels her body is adjusting to changes in diet.customer did not seek medical attention.

Event description:
Customer complains of code: 4 dashes and symptoms that coincide to when she has low blood sugar. Customer states she is experiencing shakiness and cold hands. The customer's expected blood result is 106-118mg/dl fasting. Verified the strips expire 5/31/2016. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. I was able to verified error using strips lot rp4326. Customer had another vial available lot rs4807 and meter went into testing mode , customer received a result of 174mg/dl using lot 4807. Customer is not concerned with these blood glucose result of 174 mg/dl using her meter for the first time.